Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate shock due to oversensing of the right ventricular (rv) lead. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had an electrical reset. The device was explanted and replaced. The lead is still in use. No further patient complications have been reported as a result of this event.